Manufacturer narrative:
Results: the embolization coil of the first penumbra smart coil (smart coil) was intact with the pusher assembly and had offset coil winds near its proximal end. The outer diameter (ods) of the embolization coil was measured and found to be within specification. Conclusion: evaluation of the returned devices revealed both smart coil embolization coils had offset coil winds near their proximal ends. This damage type of damage typically occurs due to forceful advancement of the smart coils against resistance. The initial resistance may have occurred due to the introducer sheath not being properly aligned inside the hub of the microcatheter prior to advancement. The resulting offset coil winds caused resistance during functional analysis, when attempting to advance the smart coils out of their introducer sheaths and into a demonstration microcatheter. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01595.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using penumbra smart coils (smart coils). During the procedure, the physician placed a non-penumbra coil in the target vessel using a non-penumbra microcatheter. While attempting to advance a smart coil through the microcatheter, the physician experienced resistance after the smart coil advanced approximately one third of the microcatheter; therefore, the smart coil was removed. The physician then opened a new smart coil and was again unable to advance the smart coil through the microcatheter; therefore, the physician removed the smart coil and the procedure was completed using a non-penumbra coil, another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.